Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not turning on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened, the internal inspection failed due to an assembly error where the battery connector with mainboard jp1 was installed incorrectly. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.